Manufacturer narrative:
(B)(4). It was reported during follow up that the antibiotic therapy was discontinued and the patient was recovered from the peritonitis event (previously unknown). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as the onset, the patient was hospitalized for the peritonitis. On unreported date(s), the patient was treated with reflin injection 1000 milligrams (route, frequency, and duration not reported) and amikacin injection 125 milligram (route, frequency, and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. (B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted.